Manufacturer narrative:
One sample administration set was returned by the customer and was intended for investigation of multiple complaint references, it was not possible to conclusively link the sample to a specific complaint reference. (B)(4). The customer¿s report of a balloon in the silicone segment was confirmed. The reported bulge in the silicone was not present when the sample was received; no blockage or leakage was identified during a flush through of the set. However, a closer inspection noted a slight distortion in the silicone pumping segment immediately below the upper pumping segment component; this is consistent with the after effects of silicone segment bulging, which confirms the customer's experience. Evaluation of the event log indicates that numerous alarms for 'occlusion at patient side' occurred on the date of the reported event; this may have occurred as a result of the silicone ballooning; however, no issues were identified from the event log that could have caused or contributed to this effect. Leak testing was performed in order to check for any fluid leakage or air ingress; none was observed. The root cause of the balloon in the silicone segment could not be identified.

Event description:
The customer reported that they noted that the silicone segment had ballooned during an infusion. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.